Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler was observed to have not fired. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler involved with this complaint and completed the device evaluation. Failure analysis could not verify the reported complaint. System logs did not show any firing failures. The sureform 45 stapler was placed and driven on an in-house system. The sureform 45 stapler instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The sureform 45 stapler initialized, clamped, fired, and unclamped without any issues in both attempts. Visual inspection did not exhibit any obvious damage. The I-beam was manually driven out and inspection did not find any staples. There were no problems detected. The sureform 45 stapler was also found to have engagement failure based on log review but was not replicated on the in-house system. A review of log shows 6 engagement error codes 22020 indicating roll axis hard stop check failed. The sureform 45 stapler instrument was placed and driven on an in-house system. And passed recognition and engagement tests in three attempts. The sureform 45 stapler instrument was found to have main bushing binding, likely causing the engagement failure. The roll gear and the main bushing was found to have high friction and was unable to rotate properly. The root cause is attributed to component failure. No image or video clip for the reported event was submitted to isi for review. An procedure log review confirmed that the pulmonary lobectomy was completed on (B)(6) 2022 via system sk0225. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Implant date is blank because the product is not implantable. Initial reporter information is not available. Ind/preanda protocol # and adverse event term(s) are not applicable.